Event description:
It was reported that post implant a (B)(6) adjustable gastric band, the tubing became disconnected from the port and they were unable to re attach it because of tissue fixated to the port. Therefore the port was replaced. There were no adverse patient consequences. The band had been accessed 3 times prior to the port disconnect. It was detected using fluoroscopy. Under x-ray the locking connector was clearly attached and this was evident during revision surgery. The tubing from port to band was disconnected, no apparent break or tear.

Manufacturer narrative:
(B)(4). The injection port and locking connector were returned for evaluation. Product's analysis cannot confirm the reported event, product analysis confirmed that device dimensions around the connection tubing are met specification. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it is noted that port disconnection is a known event associated with gastric banding. The product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning. It was therefore tentatively concluded that failure to connect the tubing per those instructions might result in a port disconnection. With respect to inability to reattach the port due to tissue in growth, it is stated within IFU that tissue growth may impede ability to rotate the actuator ring and retract the fastening hooks. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.